Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 30% stenosed target lesion was located in the mildly calcified and non-tortuous iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for post-dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another mustang balloon catheter. There were no patient complications nor injuries reported.